Manufacturer narrative:
The device has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: evaluation revealed multiple cracks in the battery compartment. The display screen was damaged under the display lens. The pump was opened and a damaged screen was observed. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.